Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date ¿at the end of (B)(6) 2015.¿ should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia was not reported. The patient was hospitalized for the event. On an unknown date, the patient underwent a surgical procedure to repair the hernia. Dianeal therapy was discontinued (current mode to dialysis not reported). At the time of this report, the patient had recovered. No additional information is available.